Manufacturer narrative:
A5b.): patient's race unk b7): other relevant history unk d4): device lot number, expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk h6): perforation of vessels, great vessel perforation, and cardiac perforation are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead from the left side, and an ra and rv lead from the right side, due to bacteremia. One system was implanted in 1991, the other in 1998 (it is unknown which system was on which side). The traction platform used for the leads is unknown. Multiple spectranetics devices (tightrail dilator sheath, visisheath dilator sheath, 16f glidelight laser sheath) were used several times to attempt extractions on each lead. A small effusion was detected towards the beginning of the procedure, but was not treated at that time. Then, the two rv leads and one ra lead were removed with the 16f glidelight as the last device in use prior to extraction. However, using the same 16f glidelight to extract the ra lead implanted in 1991, the patient's blood pressure dropped and the effusion grew. Rescue efforts began, including sternotomy. A perforation of the superior vena cava (svc)/ra junction was discovered, along with perforations of both the left and right subclavian veins. The ra lead was removed during the sternotomy, the perforations were repaired, and the patient survived the procedure. Although multiple devices were used, the 16f glidelight was the last device in use on both the left and right sides. The physician stated the subclavian perforations were likely caused from the sheer number of attempts made to take the devices down the subclavian veins. This report captures the 16f glidelight used in the area of the perforations, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person."